Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported during a site visit that the tubing separated at the upper fitment on the medical intensive care unit. The clinician was loading the tubing into the channel. The tubing was not infusing or connected to a patient. This event occurred recently and the tubing was not saved.